Event description:
It was reported that pump experienced malfunction alarm identified as malf 5 no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.